Event description:
It was reported that this lead was explanted due to oversensing.

Manufacturer narrative:
The correct analysis results are now attached. The lead was not returned for analysis. This report therefore only refers to the analysis of the ICD. First, the manufacturing processes of the lead and of the ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. The memory content of the ICD was analyzed. The analysis of the available iegms confirmed interference signals in the ventricular and in the far-field channel. Damage to the insulation of the lead can therefore not be ruled out. The returned ICD underwent a status interrogation. The device status was eos, which had been activated by the implant on (B)(6) 2019. The charge drawn from the battery was checked and turned out not to be as expected. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The electronic module was then connected to an external voltage source to undergo another electrical function check. The current uptake of the electronic module was tested and proved to be inconspicuous. The module was completely able to provide therapy. There were no indications of a malfunction of the electronic module. The battery was returned to the manufacturer of the battery for an extensive analysis. The production documents of the battery were reviewed and documented that there was no deviation of the battery parameters from the specified values during the manufacturing process. The visual inspection of the battery showed no anomalies. The battery was then opened for a destructive analysis. During the inspection of the internal battery structure, an increased impedance was detected. Therefore, it can be assumed that the increased internal impedance of the battery led to a voltage drop on the electrical module and thus contributed to the clinical observation. In summary, the ability of the electronic module of the ICD to provide therapy was tested at an external voltage source and determined to be fully functional. The clinical observation resulted from an increased internal impedance of the battery that was detected during the battery analysis.